Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported when continuous renal replacement therapy (crrt) was started with use of a prismaflex hf1000 set, an external leak was observed. It was reported the patient was connected to extracorporeal membrane oxygenation (ECMO). The leak was observed in the return line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.